Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment hemostasis was not achieved. The device was removed from the pt anatomy and protimeane was administered. Hemostasis was achieved using manual compression. There were no reported adverse effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.